Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted with gross hemolysis, pulmonary edema, and acute kidney injury (aki) most likely due to pigment-induced damage. The pt was administered inotropes and diuretics. An (B)(6) study was performed which showed acute decompensated heart failure and probable pump infection. The pt exhibited a clear pump occlusion with inadequate response to ramping; however, the occlusion was not total, and the pt was still partially dependent on the pump for hemodynamic support. Hemodynamic support was maintained with an intra-aortic balloon pump (abp) and milrinone, and the pt was diuresed with lasix. The pt was listed as 1a status for a heart transplant. The pt's creatinine continued to elevate so a decision was made to exchange the pt's pump with another manufacturer's pump rather than wait for a heart transplant.

Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.